Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. Additional information was obtained indicating that the physician thought that the cause of the high threshold was patient condition. Thus, this rv lead was explanted. No additional adverse patient effects were reported.